Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : event - medical device removal was updated to migration. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/there was evidence of an essure coil outside the uterus') and peritoneal perforation ('the peritoneum on the left consistent with perforation') in a 30-year-old female patient who had essure inserted for female sterilization. The patient's medical history included gravida ii and tonsillectomy. Concomitant products included ibuprofen and loratadine (lortab). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and peritoneal perforation (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and peritoneal perforation outcome was unknown. The reporter considered device dislocation and peritoneal perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the left essure device appears to lie outside of the left fallopian tube and there is ready emptying of contrast into the peritoneum on the left consistent with perforation, the patient was informed that the left essure device is currently not acting as an affective contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, lab data, medical history, concomitant drugs were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.